Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that his child has high blood glucose of 500 mg/dl and first noticed it after an infusion set change. The parent indicated that a bolus was administered which lowered the blood glucose. The customer declined troubleshooting for the high blood glucose. The device will not be returned.